Event description:
Doctor reports that he damaged the drive feature of the implant with the driver as he was trying to place the implant. The driver spun and he was not able to use the driver to place or remove the implant. He tried another driver but did still not manage to place or remove the implant. Doctor managed to remove the implant with a fixture remover and placed another implant, all in the same surgery. Local anesthesia was used and patient is fine.

Manufacturer narrative:
This report is being submitted to relay additional information received by the clinician about the event. The driver was not fractured, it damaged the drive feature of the implant. The following sections are being reported: b4: date of this report was updated. B5: the event description is updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H6:device code was updated from 1260 to 1384. H10: narrative/data was updated.

Manufacturer narrative:
This report is being submitted to relay additional information. H6: type of investigation was added: 4109. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The reported device was received for evaluation. The reported condition of a damaged drive feature was not confirmed. Visual evaluation of the as returned product identified signs of wear around the tip of the driver. However, the device had no apparent sign of malfunction. Functional testing was performed and driver was able to engage, retain and disengage with implant as normal. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now and four other complaints were identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number available.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
Doctor reports that the implant placement driver fractured into the implant during placement and the implant was replaced with another implant and the patient was fine. One hour delay in the procedure is reported. Tooth site # 30.